Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2006 due to symptomatic rectocele with concurrent cystoscopy. It was also reported that the patient underwent transection of right posterior mesh arm transvaginally on (B)(6) 2006 due to rectal urgency, pelvic pain and dyspareunia secondary to right posterior mesh arm. It was further reported that patient underwent evacuation of hematoma from pre-rectal area and re-closure of vaginal wound on (B)(6) 2006 due to postoperative vaginal bleeding following rectocele repair. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.